Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a cable failure. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿do not reprocess or store this product with tweezers, forceps, scalpel, etc. Otherwise, a hole may be made in the camera cable, and the electrical circuit inside the product may be damaged due to water leakage. Do not round the camera cable smaller than the diametral 20cm. Otherwise, it may be damaged. If the camera cable is rounded, do not pull forcefully and stretch gradually and straightly. Otherwise, the camera cable may be broken. Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Otherwise, the camera cable may be broken. When wiping the outside surface of the camera cable, do not use a strong force on the camera cable. Otherwise, the camera cable may be broken. Keep the camera head in place of the camera cable during use to manipulate the endoscope. Otherwise, the camera cable may be broken. Do not secure the camera cable with amps, etc. Otherwise, the camera cable may be broken. Do not pull the video connector with the camera cable. Otherwise, excessive force may be applied to the camera cable, resulting in breakage.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the camera head, there was a no image issue due to cable buckling. There was no delay, the patient was under general anesthesia and the procedure was able to be completed. There was no patient harm associated with this event. The device was returned and evaluated, and a cable failure was found. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a cable failure. The cable was also found to be buckling and scratched, there was cable flooding, and the charged couple device was found to be flooded. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.